Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign object could not be removed due to physical damage to the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, switch 3 (sw3) malfunctioned, due to pinhole on the channel tube, water tightness was lost, the connecting tube had dent and wrinkle, the electrical contact of the video connector was shaved, the switch box had discoloration, the universal cord was sticky universal cord was sticky, the light guide (lg) cover glass had corrosion, the universal cord had a dent, the control unit was sticky due to water leakage, the angle wire became longer than normal, due to a dent on the channel tube, forceps could not be inserted smoothly and channel cleaning brush could not be inserted smoothly, the lg-bundle was slipping down, due to corrosion of suction cylinder, expected insulation capacity could not be obtained, due to damage on the charged coupled device (ccd) unit, the image was not displayed, due to corrosion, sw2 and sw3 were not working, and the video cable had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera cysto-nephro videoscope had remote switch issue, image was unable to be restored and noise was noted that caused subject to be unrecognizable. Upon inspection of the customer¿s returned device it was observed, foreign object was observed on the forceps channel. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.